Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation of the pulse generator revealed overestimation of battery longevity. No interventions were performed. There were no patient consequences.